Event description:
Pt revised to address osteolysis, polyethylene wear and loose tibia and femoral components.

Manufacturer narrative:
The product was not returned for examination. Product info required to retrieve the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. Based on the performance investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.